Event description:
The customer reported having low blood glucose. The customer stated that his blood glucose was running high and he was unconscious. The blood glucose reading was 297 mg/dl. The customer stated that the paramedics were called in the past days. Troubleshooting was performed. The programming in the insulin pump was correct. The customer stated that the reservoir amount did match the status screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.